Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. The magnet was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Correction: the previous or initial MDR submitted on january 25, 2024 was filed inadvertently. No explantation has occurred, the patient experienced magnet dislodgements during an MRI (1.5 tesla). Surgery to replace the magnet was completed on (B)(6) 2023. The implanted device remains.